Event description:
On (B)(6) 2010, it was reported that the kinair medsurg brakes were not locking properly. There was no reported injury or death.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications prior to pt placement on (B)(6) 2010. The bed was returned to kci on (B)(4) 2010. Eval of the bed confirmed the reported event which was resolved by replacing the worn brake caster.